Event description:
It was reported that on (B)(6) 2022, a navitor 29mm valve was implanted into a patient. The patient developed a 3-degree atrioventricular (av) block after balloon pre-dilatation and remained in 3-degree av block after the procedure was completed. The patient had a temporary pacemaker in place during the procedure. The implant depth of the device was 7mm and the patient baseline rhythm was atrial fibrillation. The arrhythmia (av block) persisted and the patient required a pacemaker implant. Patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of atrioventricular block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the reported atrioventricular block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.